Event description:
It was reported that the patient unintentionally pulled off the infusion set during a full supply change, resulting in an incorrectly deployed infusion set and loss of insulin delivery until a new site was applied, the cannula was filled, and insulin delivery was resumed. Symptoms included no reported clinical effects. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and continued therapy after education. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed user handling contributed to an infusion set deployment issue, with no device malfunction and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set application.